Manufacturer narrative:
Findings: unit received with blank display due to broken trace on b1 I/b. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and detached end cap.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 120 mg/dl. The customer stated that there is a crack on the right side of the screen. The customer stated that the device was dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 120 mg/dl. The customer stated that there is a crack on the right side of the screen. The customer stated that the device was dropped. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.